Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 mg/dl. Customer acknowledge that their pump settings had been previously adjusted by their healthcare provider and additionally alleged the pump gave an auto-bolus that was delivered inappropriately. Tandem technical support was unable to verify the bolus delivery as the pump logs were not available. Reportedly, the customer lost consciousness and experienced a scrap. The customer was treated with intravenous fluids of saline, which resolved the issue with no permanent damage. The customer was released on 10/27/25.